Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0j9q5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they had a sacral stimulator and it never worked. The surgeon that put in the device would not take it out so the patient went to the (B)(6) clinic and they were taking it out as soon as possible. The patient was told that they do not work and should never have been put in. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.